Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening after the patient fell. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7055m-90, lot# 2676741, mfd. 04/11/19, exp. 2024-04-11, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7045m-90, lot# 2691811, mfd. 07/12/19, exp. 2024-07-12, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient had great si joint pain relief before complaining of a recurrence of pain after a fall. The surgeon determined haloing around the first and second implants and thought they may have become loose after the fall. In (B)(6) 2020, the surgeon performed a revision procedure where he removed both the superior and middle positioned implants with chisels and replaced them with larger implants of the same type utilizing the explant voids. The patient's pain symptoms resolved following the revision procedure.